Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter detached, tilted and embedded in the wall of ivc and struts perforated into organs. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. It was further reported that the filter strut retained in lung, hepatic vein, right middle lobe anteriorly, left lower lobe and left caval sidewall however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a device history review (DHR) review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately seven months post filter deployment, patient presented for filter retrieval. Subsequent inferior vena cavogram revealed, the filter had tilted with hook along the left side caval wall. Multiple unsuccessful attempts were made to engage the hook of the filter. Also, multiple attempts were made with different catheters and wire combinations to reposition the filter but were unsuccessful. Approximately eight years later, echocardiogram revealed the filter to be split into pieces. Parts of it were in the ivc and one into the hepatic vein. Approximately six months later, x-ray revealed a fractured ivc filter with filter legs embolized in both lungs. The embolized legs were present on prior chest x-rays. Fourteen days later, patient presented with abdominal pain. Subsequent CT revealed the filter itself was severely tilted towards the left caval sidewall with the cone of the filter likely perforated through the left side caval wall. There were at least two additional legs that appeared to be fractured and two legs perforated through the caval sidewall both medially and laterally. Therefore, the investigation is confirmed for filter limb detachment, filter tilt, perforation of the ivc and retrieval difficulties. Per medical records, multiple attempts were made to engage the hook of the filter using catheters and wire combinations but were unsuccessful due to filter tilt. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Device: (B)(4).

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (B)(4).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter detached, tilted, struts perforated into organs and embedded in wall of the ivc. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. It was further reported that the filter strut retained in lung, hepatic vein, right middle lobe anteriorly, left lower lobe and left caval sidewall however, the current status of the patient is unknown.